Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit properly received bg readings from one touch ultralink bgmeter. The unit was received with minor scratches on lcd window.(B)(4).

Event description:
The customer reported via phone call that he was having a scroll rate issue with his insulin pump. The customer planned to bolus for less than one unit but the scroll rate caused him to program a ten-unit bolus. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.